Event description:
Material no: 309628, batch no: 9066705. It was reported that before use of the bd syringe luer-lok¿ tip the line on syringe is in the incorrect spot. The following information was provided by the initial reporter: the starting line which should be at the very top of the syringe is further down.

Manufacturer narrative:
H.6. Investigation: two photos of a loose 1ml syringe and an opened blister pack form batch 9066705 (p/n 309628) were received and evaluated. One photo displayed a close-up of the tip of the syringe and it was observed the scale marking was shifted upwards approximately 0.05ml towards the flange. One photo displayed the entire barrel of the syringe and it was observed each side of the flange was bent in a different direction. One side was bent at a 90-degree angle downwards and one side was bent at a 45-degree angle upwards. It also appeared there was a slight bow in the barrel and small indentations between the 0.3ml and 0.4ml markings. The volumetric accuracy of the scale is rejectable per product specification. Machine logs indicate there were dial issues during the manufacturing of this batch. Potential root cause for the volumetric accuracy defect is associated with the printing process. The mistiming of the dial likely caused the bent flange. From the upward bent flange, the syringe barrel was unable to sit flush against the backstop which resulted in the barrel being shifted slightly downward when going through the marker. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 309628 batch no: 9066705. It was reported that before use of the bd syringe luer-lok¿ tip the line on syringe is in the incorrect spot. The following information was provided by the initial reporter: the starting line which should be at the very top of the syringe is further down.